Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 60-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of known coronary artery disease, renal insufficiency, and was on dialysis. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During implantation of the impella 5.5 via escalation of care from impella cpsa, there were no issues with attaching the graft or crossing the aortic valve. When the care team attempted to start the impella 5.5, it was started at p2 with the wire still across the valve inside the device, resulting in immediate pump failure. The medical team was advised to obtain a new 5.5 device and re-attempt the procedure. A new pump was successfully inserted, the wire was removed by the physician, and the device was started at p2 without complications. The new 5.5 device remained in the patient, and there was no patient harm from the device failure due to the wire. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.